Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the ipg was now nonfunctional and appeared to be corroded. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
The returned ipg (sc-1132 sn (B)(6)) was analyzed and revealed per visual inspection that a white layer of calcium carbonated on the device case accumulated in the patient's body. The ipg was charged fully from its hibernation. A review of the patients data indicated that the battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. Unable to confirm the as reported observation with testing of the product return. The probable cause selected for this complaint is no problem detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. It was also noted that the ipg was now nonfunctional and appeared to be corroded. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg will be returned.